Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 445 mg/dl. Customer was wearing the device at time of hospitalization. Customer reset the device and the device would not work after that. Customer will not be returning the device for analysis.